Manufacturer narrative:
Device evaluation by manufacturer: on 05-mar-2018, a field service engineer (fse) followed-up with the customer over-the-phone and was told that the instrument was operating as intended. In a scheduled follow-up call on 07-mar-2018, the customer reported the aia-360 was still functioning as expected and the pinched tubing to the waste bottle was suspected to cause the fluid to flow into the overflow tub. Customer reported the aia-360 instrument operates as intended. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual in chapter 2-4: installation procedure for connecting tubing diagrams how to properly connect the tubes in the rear side of the instrument. Also in the safety precaution section of the manual states: inspect all specimens for air bubbles and foaming. Remove any air bubbles prior to analysis. The liquid surface detection automatically performed on every specimen by the instrument is susceptible to bubbles or foaming. The instrument may detect the bubble as the liquid surface. Do not run samples which contain bubble or foam. Make sure to remove any air bubbles prior to analysis regardless of their size. Preventing leakage of fluids: leakages of assay solutions and wash solutions are potential sources of corrosion, electrical shock or even fire. When fluid leakage is discovered, immediately shut down system operation and remove the power plug. It is recommended that proper protective wear (goggles, gloves, masks etc.) Be worn at all times when cleaning up the leakage and inspecting and repairing the tubing connections that may be the source of the leak. Should the system continue to leak, contact the nearest tosoh service counter. The most probable cause of the reported event was due to obstructed (pinched) waste line tubing, causing a backup in to the overflow tube.

Event description:
On (B)(6) 2018, a customer reported liquid is coming out the overflow waste tube from the aia-360 instrument. Customer stated the quality controls (qc) results are within acceptable range and monthly cleaning of the probe was recently performed. The customer also reported the waste is draining but has air bubbles, despite no observable leaks in all tubing connections. The customer is unable to run patient samples on beta human chorionic gonadotropin (bhcg). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.